Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the pt underwent endovascular treatment of a thoracic aortic dissection using two gore tag thoracic endoprostheses. The final angiography showed a proximal type I endoleak. On (B)(6) 2009, the pre-discharge examination showed the persisting proximal type I endoleak. It was reported that the physician opted to monitor the pt, and the pt was discharged from the hospital. On (B)(6) 2009, a non-gore manufactured stent graft (najuta) was implanted to repair the proximal type I endoleak. (B)(6) 2009, acute aortic dissection was identified proximal to the najuta and the pt's ascending aorta was replaced with a vascular graft. The tag's remained in the pt. On (B)(6) 2009, the one-year follow-up examination confirmed the resolutions of the distal dissection and the type I endoleak.